Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. However, software error is found in the device history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had software error detected alarm. The customer reported blood glucose values was unknown. The customer reported that they assisted troubleshooting for pump error. The customer was reported that they were able to clear the alarm and able to rewind the insulin pump. The customer was reported that the pump error occurred again after troubleshooting. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.